Event description:
Per the clinic, the patient experienced an infection and scalp tissue breakdown at the implant site, exposing the internal device. The patient was hospitalized overnight from (B)(6) 2025 and was treated with oral and IV antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2025 and the patient also underwent a wound closure revision surgery during the same procedure. Reimplantation is planned but had not taken place at the time of this report.